Manufacturer narrative:
Baxter is in the process of inspecting the eli380. There was no allegation of patient or caregiver injury or death reported from this alleged incident. Investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
The customer reported that the eli380 has intermittent wlan connection. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The eli 380 is intended to be a high-performance, multichannel resting electrocardiograph. As a resting electrocardiograph, the eli 380 simultaneously acquires data from each lead. Once the data is acquired, it can be analyzed, reviewed, stored, printed or transmitted. It is a device primarily intended for use in hospitals but may be used in medical clinics and offices of any size. Device is indicated for use to provide interpretation of the data for consideration by a physician. Device is indicated for use in a clinical setting, by a physician or by trained personnel who are acting on the orders of a licensed physician. It is not intended as a sole means of diagnosis. The interpretations of ECG offered by the device are only significant when used in conjunction with a physician over-read as well as consideration of all other relevant patient data. Device is indicated for use on adult and pediatric populations. The device is not intended to be used as a vital signs physiological monitor. Baxter has contacted the account three times requesting the device to be returned for inspection. The account was unresponsive to the attempts and the device did not return to manufacture. Thus, baxter is completing this complaint due to the amount of time. Based on this information, no further action is required. Although there was no reported injury with this event, if the report of a intermittent wlan connection were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Event description:
The customer reported that the eli380 has intermittent wlan connection. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4) .